Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired the clip, and it stuck on the hepatic artery and would not release the clip. The surgeon wiggled the device and it released from the artery, the case was completed with a second like device with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.